Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 89 months after the implantation the lead was capped and left in patient due to suspected lead insulation breach. No adverse patient side effects were reported.